Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pacing inhibition. This was related to right ventricular lead over-sensing. Pacing threshold remained within normal limits. The lead was explanted and replaced. The patient was stable.

Event description:
New information notes that an acute angled kink was observed in the right ventricular lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.